Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise and the right atrial (ra) lead exhibited noise and far field r-wave (ffrw) oversensing. As a result the reprogramming was carried out. Further investigation revealed that the right ventricular (rv) lead had dislodged into the atrium. Revision of the rv lead is planned. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was capped and replaced.